Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number 1627487-2019-09383. It was reported that the patient experience ineffective stimulation due to lead migration which was confirmed with x-rays. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the both leads (manufacturer report number 1627487-2019-09383) was explanted and replaced.